Event description:
Ous MDR - during a follow-up a shock impedance of 150 ohms was confirmed and both the lead and ICD were explanted. There were no adverse patient effects reported.

Manufacturer narrative:
The ICD was returned and analysed. The visual inspection of the ICD header revealed that no screw marks were visible on the bottom of the rv set screw, which may indicate an insufficient connection between ICD and ICD lead. No further deviation was noted during analysis, the ICD was fully functional. Especially the impedance measurement functions were normal. Neither analysis of the lead nor analysis of the ICD revealed any indication for a material or manufacturing problem.